Manufacturer narrative:
The customer provided all of the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker received a medwatch report that stated the customer attempted to deliver a synchronized cardioversion shock to a patient, but the device failed to deliver the shock. The patient then went into asystole and required and required CPR.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
Stryker received a medwatch report that stated the customer attempted to deliver a synchronized cardioversion shock to a patient, but the device failed to deliver the shock. The patient then went into asystole and required CPR.

Event description:
Stryker received a medwatch report that stated the customer attempted to deliver a synchronized cardioversion shock to a patient, but the device failed to deliver the shock. The patient then went into asystole and required CPR.

Manufacturer narrative:
Stryker performed a clinical review of the reported event and determined that the device may have contributed to the patient¿s cardiac arrest.